Event description:
It was reported to philips healthcare that the heartstart xl had an error associated with a defib failure. There was no reported pt involvement and/or patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once investigation is completed.